Event description:
It was reported that the patient received inappropriate therapy from a fractured right ventricular (rv) lead. The lead had high impedance, noise, failure to rv pace, and would not capture at maximum output when pacing support was needed on an escape rhythm. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five - lfp (lead failure predictor) high rate-ns <= 210 ms average v-cycle on (B)(6) 2012, in the timeframe between 13:39:08 and 13:43:16. 15 ventricular nst (non-sustained tachycardia) <=186 ms on (B)(6) 2012, in the timeframe between 16:33:48 and 16:55:03. Ventricular short interval count v-sic=2424 counts, in 0.56 day, on (B)(6) 2012 in the timeframe between 06:41:39 and 20:02:17. One - patient alert for lfp on (B)(6) 2010, 13:42:16. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 21:00:13. Programmer s2d data file (B)(4) an alert event for "rv bipolar lead impedance > 3000 ohms" on (B)(6) 2012, 21:00:13.